Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a modular rotating hinge knee today as the femoral component¿s stem boss had fractured. He revised it to a gmrs distal femur replacement. 2hrs surgical delay.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a kinemax stem was reported. The event was confirmed. Method & results: device evaluation and results: the female threads from the femoral component were returned assembled to the male threads of the femoral stem. Cement was observed on the distal portion of the device. The female threads were fractured longitudinally and transversely. The fracture morphology of the femoral component is consistent with a fatigue fracture. Eds and xrf showed that the femoral component, axle, stem, and tibial rotating component were consistent with their respective drawings. Clinician review: a review of the provided x-rays by a clinical consultant indicated: x-ray print outs. All undated: include 2 lat. 1ap and 1 oblique view of the right knee demonstrating a cemented long stem hinge tka with both stems intact and well fixed in cement. The modular tibial stem is longer than the specimens photo described. No clinical or pmh, no operative reports or dates of surgery, no examination of explanted components and no dated serial x-rays available . Based upon the information offered for review, no medical report regarding the alleged event description is possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the fracture morphology of the femoral component is consistent with a fatigue fracture. Eds and xrf showed that the femoral component, axle, stem, and tibial rotating component were consistent with their respective drawings. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces.

Event description:
Surgeon revised a modular rotating hinge knee today as the femoral component¿s stem boss had fractured. He revised it to a gmrs distal femur replacement. 2hrs surgical delay.